Manufacturer narrative:
Initial reporter: phone: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a ncircle tipless stone extractor, the basket was broken. Upon removing from the package, the basket was discovered to already be broken. It is unknown how the procedure was completed. No adverse effects have been reported due to the alleged malfunction.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and basket formation in the open position. The mlla (male luer lock adapter) and collet knob were both tight. When the handle was in the open position, 6 mm of the distal cannula was exposed. Two wires were found to have been pulled out of the distal cannula. Dried residue was found on the basket, indicating that the device had been used. Function testing determined that the handle could actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have had two of the basket wires pulled free from the basket cannula. Dried residue was observed on the basket, indicating the device was used, contradicting the reported information that the issue was discovered before use. Based on the investigation the device, it appears most likely the wires of the basket were broken during use. It is likely the wires were caught on another device being used during the procedure, and excessive force was applied, causing the basket wires to break. The IFU contains a caution not to apply excessive force during use, or the damage to the device may occur. Cook has concluded that the most likely cause of this issue is unintended use error. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted.